Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection from an unknown onset. The patient developed progressive pain and a pocket infection was suspected. The s-ICD system was explanted and the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.